Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear lead. Upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 13999999 / 14249790.

Event description:
It was reported that the patient was still experiencing residual stimulation after deactivating therapy and reducing amplitude to zero percent. The patient underwent a full system explant procedure.